Manufacturer narrative:
Results: the evaluation included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were use to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction but was not returned for evaluation. Conclusion: the pump performed according to specification. This device is sold exclusively to an international market. The pump is manufactured to specification by (B)(4). The flocare infinity pump is similar to the enteralite infinity enteral feeding pump which is available for distribution in the united states.

Event description:
Customer reported: the pump was not alarming when done and continued to pump air into the patient. Patient injury or medical intervention? No reported injury or medical intervention.